Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After replacement of the drive handle. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The strength gauges were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motion control power board was returned to the manufacturer for analysis. The power board was found to have a damaged capacitor and burning on the board. This was confirmed to have an electrical issue based on a defective power board. The system control board was returned to the manufacturer for analysis. The control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The gantry motion control box was returned to the manufacturer for analysis. The motion control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The ethernet switch was returned to the manufacturer for analysis. The ethernet switch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The varisator was returned to the manufacturer for analysis. The results showed that the varisator was burnt and damaged due to an electrical over-stress. This confirmed an electrical failure due to a short. The relay was returned to the manufacturer for analysis. The relay was found to be damaged due to electrical over-stress. This confirmed an electrical failure due to a short. The relay control board was returned to the manufacturer for analysis. The relay control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while performing a system checkout. That the imaging system was experiencing issues with the drive handle. The rep then request replacement parts. There was no patient present when this issue was identified.